Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 13th of august 2015 for further investigation. During the investigation the fse found small amounts of leak on the bottom of wash probe #4. The fse replaced the probe and ran quality controls. All results were within range. Instrument is functioning as intended and was released a 13 month complaint/ service history review for serial number (B)(4) was performed and found one other complaint with similar event. The most probable cause for this event is a leaking wash assembly. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2015 the customer reported leaking wash probe. The customer checked the probe and made sure it was seated properly in the well. Customer requested service in order to address the reported issue which resulted in delay reporting of results for bhcg, ctni2, afp and pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.